Manufacturer narrative:
No report of injury, procedure delay or cancellation. During the time of the reported event, the washer's door was not properly sealed at the bottom of the unit subsequently causing water to leak from the washer onto the floor. A steris service technician arrived onsite to inspect the reliance vision multi-chamber washer and found that the service chamber door that is utilized to check the sump filter was not properly latched. The technician also observed that safety level switches were dirty and not activating properly. This is due to improper cleaning practices by user facility personnel. The reliance vision multi-chamber operator manual states (pp. 6-2), "chamber components: inspect rotary spray arm assemblies for free movement and clogged holes (wash, rinse and optional sonic chambers)." The technician properly latched the service chamber door, ran a test cycle, and found the unit to be operating according to specification. While onsite the technician counseled user facility personnel on the importance of proper use and operation of the reliance vision multi-chamber washer. He also counseled user facility on proper cleaning practices. The unit was manufactured in 2014 and no additional issues were noted.

Event description:
The user facility reported that their reliance vision multi-chamber washer was leaking water onto the floor.